Event description:
Caller reported pump malfunction. There was no adverse impact to the customer¿s blood glucose level, remaining within normal range. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.